Event description:
A consumer reported that the diamondclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in japan.

Manufacturer narrative:
On 11/08/2022, this case was re-reviewed and was determined to be not reportable. The initial allegation stated that the diamond clean power toothbrush metal shaft detached during use. However, new information provided by the patient states that the reported incident that metal shaft was still inside the brush head. Therefore the concern for a potential choking hazard can be removed.

Event description:
On 11/08/2022, this case was re-reviewed and was determined to be not reportable. The initial allegation stated that the diamondclean power toothbrush metal shaft detached during use. However, new information provided by the patient states that the reported that metal shaft was still inside the brush head. Therefore the concern for a potential choking hazard can be removed.